Manufacturer narrative:
Based on the information currently available and technical review, although no adverse event was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. To date there were no reports of above mentioned harms due to applicator coolant leaks. It can be concluded that the leakage of coolant from the failures identified pose low risks of discussed harms and moderate risk of fracture. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report from a treatment provider that experienced a fluid leak with the coolsculpting device.

Event description:
Upon further review of the reported event, there is no control unit leak

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date, b5, g1, g3. Corrected data: upon further review of the reported event, there is no control unit leak.

Event description:
Upon further review of the reported event, there is no control unit leak.

Manufacturer narrative:
Corrected data: d1. Upon further review of the reported event, there is no control unit leak.